Event description:
This valve was implanted in a pt, in 2005. The setting pressure was 11 cmh2o at first. However, four days later the pt condition was not improved and there was no better change tin CT findings. Then, the doctor changed the setting pressure to 3cmh2o and took x-ray with contrast media it observed that the media flowed to the valve but did not to the peritoneal catheter. No pt injury was reported.